Event description:
The clinic reported that a laser vision correction patient presented with blurred vision in left eye 2 weeks post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva) in left eye. The patient complained of vision in left eye being significantly blurrier than in right eye. Bcva right eye pre op 20/20 post op 20/15. Bcva left eye pre op 20/20 post op 20/30.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.